Manufacturer narrative:
Siemens filed the initial MDR 2517506-2020-00377 with the FDA on 18-dec-2020. Additional and corrected information (19-jan-2021): siemens investigation revealed that the customer repeated the sample more than once and the repeat results were different than the result that the customer initially reported. Section b6 was updated to reflect this information. The instrument data demonstrated that the discordant high-sensitivity troponin I (tnih) result was associated with an atypical aspiration that was not exhibited with any other samples that was processed for tnih, indicating the issue was specific to the sample. The repeat results were all obtained without a dilution factor and flagged with the assay range result comment since they are above the assay range limit of 25000 pg/ml listed in the tnih instructions for use (IFU). The customer did not follow the recommendations in the dimension exl operator's guide and the tnih IFU to dilute samples that are above the assay range limit of 25000 pg/ml. A sample integrity issue or alignment issue potentially contributed to the discordantly, falsely low tnih result. The customer service engineer (cse) also replaced the sample probe tubing. Additionally, the customer reported that there were discordant enzymatic carbonate (eco2) results obtained on this instrument. The instrument files do not reflect the customer's observations. Siemens observed several discordant results that were flagged. However, the flagged results were repeated and verified the initial results. The alignment issues potentially contributed to these flagged results. The investigation findings codes in section h6 were updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). A siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The cse discovered that alignments were required and performed the alignments. The instrument passed a system check and quality controls (qc) recovered within specifications. The customer stated that after cse maintenance, there have been no further errors and qc recovered within acceptable ranges. The cause of the discordant high-sensitivity troponin I (tnih), enzymatic carbonate (eco2), and glucose (gluc) results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely depressed high-sensitivity troponin I (tnih) result was obtained on a patient sample on a dimension exl with lm instrument. The initial result was reported to the physician(s), who questioned the result. The sample was repeated on the same instrument and tnih recovered higher than the initial result. The repeat result was reported, as the correct result, to the physician(s). Additionally, the customer reported that discordant enzymatic carbonate (eco2) and glucose (gluc) results were obtained on multiple samples on the same instrument on the same day. The customer did not provide sample identification or specific patient data as they were busy and continuously reran patient samples on (B)(6) 2020. They did not keep track of samples that required corrections. There are no known reports of patient intervention or adverse health consequences due to the discordant tnih, gluc, and eco2 patient results.